Event description:
It was reported that during a stenting treatment procedure a shaft fracture occurred. The vascular access site was radial. The de novo lesion shape was eccentric with a 90 degree bend. The vessel diameter was 3.5mm and lesion length was 12mm. The 98% stenosed lesion was located in a severely tortuous and severely calcified left anterior descending artery. The lesion was not predilated. The physician used a 3.5x12mm taxus liberte stent. Before the stent reached the lesion the shaft broke. The physician retrieved the stent system together with the non bsc guide catheter and used another 3.5x12mm taxus liberte stent to complete the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified a hypotube break 69.5cm from the catheter strain relief. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. There were no kinks identified along the length of the hypotube. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure a shaft fracture occurred. The vascular access site was radial. The de novo lesion shape was eccentric with a 90 degree bend. The vessel diameter was 3.5mm and lesion length was 12mm. The 98% stenosed lesion was located in a severely tortuous and severely calcified left anterior descending artery. The lesion was not predilated. The physician used a 3.5x12mm taxus liberte stent. Before the stent reached the lesion the shaft broke. The physician retrieved the stent system together with the non bsc guide catheter and used another 3.5x12mm taxus liberte stent to complete the procedure. No patient complications were reported and the patient's status is stable.